Event description:
It was reported that information was received from a patient regarding an external device. The caller had a broken desktop charger connector pin. An email was sent to repair to replace the desktop charger. Patient states that they could not charge the neurostimulator recharger and now they can't plug it in at all. Agent asked if the connector pin was bent or broken and patient states they thinks it may have been broken off. Patient did not see the pin anymore and states when they put it in a few times the pin came out so they had to put it back in but now they cannot get it to fit inside the device. Patient states the connector pin is not stuck in the recharger and that it came out. Agent emailed repair to send replacement desktop charger. Patient states implanted neurostimulators charge level was at 50% yesterday and today it is too low to turn therapy on. Patient does not have a patient programmer and does not really want one. Agent reviewed patient will not be able to turn on therapy without a programmer. Patient mentioned they are extremely shaky and their hands are shaking too much.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of 37761 (c0621994) recharger found bent/ broken connector pins at the end of cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.